Manufacturer narrative:
Failure investigation (fi) lab received the gds manifold assembly and the da to mc cable for evaluation. Visual inspection of the returned gds manifold assembly and the da to mc cable revealed no signs of damage or contamination. Fi technician installed the gds manifold assembly into the fi test ventilator. Pressure accuracy test was performed and passed. Fi technician run the gds manifold assembly in normal ventilation and power cycled over one hour; the unit remains operation with no errors detected. Fi technician installed the da to mc cable into the fi test ventilator. Operational test was performed and passed. The da to mc cable was power cycled over one hour and da to mc cable was being flexed; the unit remains operation with no errors detected. The root cause for the reported problem could not be determined due to no problem found.

Event description:
The customer reported that the unit was giving error message of auto-zeroing of machine and proximal pressure transducers in post failed. The unit was in clinical at the time the reported issue was discovered; however, there was no harm to the patient or the user.

Manufacturer narrative:
Additional information received on march 2, 2017. Through follow-ups, the customer does not have patient's information.